Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo of defect was returned for investigation. Visual examination of the photo noted that the two parts of the backcheck valve were separated. The defect of the reported incident was confirmed via the photo. The house retain samples were tested and passed internal testing. While an exact root cause cannot be determined, review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during a blood transfusion the blood set separated. No injury reported.